Event description:
Staples to be removed from c/s pt. Staff obtained auto suture premium extractor, a single use skin staple remover and attempted staple removal. The staff member was unable to get at the staples without digging into the pt's incision with the prongs. Pt was very uncomfortable and in tears during the removal of staples. Staff member was very dissatisfied with the product. Believes the prongs are very sharp - too sharp. This facility will be switching to a different brand of staple remover which is rounded on the bottom which prevents it from digging into the pt's skin.